Manufacturer narrative:
According to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking on the posterior view extending to the anterior view measuring approximately 5.9 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right breast capsular contracture, right breast prosthesis rupture. Left breast prosthesis rupture was discovered during explant surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 550cc gel breast prostheses that both ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed via a mammogram and a physical. Additionally, baker grade iii capsular contracture in the right breast was diagnosed. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2021. Rupture of the patient¿s left breast prosthesis was discovered during explant surgery. This medwatch report is for the patient¿s left breast prosthesis.